Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that auto mode switch episodes were seen on a remote transmission. The device was oversensing far field r waves following ventricular paced events. The patient was not reported to be symptomatic. The patient presented to the clinic and programming changes were made. Patient is fine.